Event description:
The physician intended to implant a 2.75 mm diameter x 26 mm length resolute integrity rapid exchange (rx) drug-eluting stent to treat a lesion in a patient. The target lesion was pre-dilated twice. It was reported that the stent became caught on calcification present at a lesion site during the attempted delivery and was damaged and stretched on removal from the patient. The lesion was reported to be severely calcified with 70-75% stenosis. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The 1st nine proximal stent segments were intact. The remaining segments were stretched and deformed with numerous segments extending distal to the distal tip. Crimp impressions were evident along the exposed balloon surface. Procedural images were provided for evaluation. The images provided showed the successful deployment of two stents in the lcx vessel. There were no images provided that captured the delivery or damage to the stent during the subsequent withdrawal of the resolute integrity device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent damage, failure to deliver the stent). Patient's condition affected effectiveness of device (stent became caught on a severely calcified lesion with 70-75% stenosis). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (stent became caught on a severely calcified lesion with 70-75% stenosis). (B)(4).